Event description:
Patient representative reported left side pain, rupture, cancer, and alcl diagnosis. Patient representative additionally reported loss of a normal life, and monetary losses not related to the device. Pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and rupture.